Event description:
It was reported to boston scientific corporation that a prolieve thermodilatation system, refurbished, was used during a benign prostatic hyperplasia (bph) procedure. The patient age was reported as over (B)(6). A surgical technician from the (B)(6) unit called into technical services during the treatment to report the following problems with prolieve unit: the console did not heat the water for the transurethral catheter, an error message of "heat exchanger (hxc) plates not working, treatment will now stop" was displayed and the lcd video display adjustable support was physically broken. Note: the event, as reported, did not reflect an MDR-reportable scenario. However, evaluation of the returned console revealed an MDR-reportable malfunction of radio frequency (rf) out of specification. The MDR is based on the evaluation results.

Manufacturer narrative:
The suspect device, a prolieve thermodilatation system, refurbished, was sent to sanmina for analysis. Evaluation results state the rf failed due to a loose ground wire. In addition, the hard drive crashed. The unit also had a damaged mounting base and a damaged exterior panel. The malfunctions were addressed by replacing the damaged exterior panel and mounting base, loose ground wire at the frame and the hard drive. Once sanmina replaced the damaged components and performed all needed up grades, the console passed all tests and burn in.